Manufacturer narrative:
Videos were provided for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. Medical device - expiry date: 05/2020.

Event description:
It was reported that some time after stent implantation in the iliac artery via right common femoral artery approach, the patient allegedly experienced a decrease in leg temperature. Upon examination, it was found that the stent had fractured and was obstructing flow; as a result, additional intervention was required to implant another stent of a different manufacturer. Reportedly, the patient is stable post-procedure.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: based on the evaluation of x-ray video clips provided a stent fracture could not be confirmed. A stent fracture was not visible on the provided video clips. The alleged stent fracture could not be re produced which led to an inconclusive evaluation result. In this case the lesion was pre and post dilated, the tracking vessel was moderately curved with moderate to severe calcification, and the stent could be deployed without difficulty. A strut irregularity was reportedly not visible after placement; the stent was placed inside another stent to treat flow obstruction. Based on the information available a definite root cause for the reported event could not be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU describe the stent deployment procedure by stating: 'confirm that the introducer sheath is secure and will not move during deployment to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. With distal end of the stent apposing the vessel wall, deployment continues with the following method while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' Balloon pre and post dilation was addressed: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' The IFU further state: 'cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' Regarding instent restenosis, the IFU state: 'the safety and effectiveness of this device for use in treatment of instent restenosis has not been established. H10: d4(expiry date: 05/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about 6 month post stent implantation inside another stent in the iliac artery via right common femoral artery approach, the patient allegedly experienced a decrease in leg temperature. Upon examination, it was found that the stent had fractured and was obstructing flow; as a result, additional intervention was required to implant another stent of a different manufacturer. Reportedly, the patient is stable post-procedure.